Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient developed pain and drainage from his driveline exit site. The patient was instructed to increase the frequency of dressing changes. At the next clinic visit, the patient reported increased pain and yellow-red thick mucoid drainage from the site. The patient was hospitalized and a wound culture was performed which was (B)(6) for (B)(6). The patient was started on IV antibiotics for 6 weeks, then treated with oral antibiotics for thirty (30) days. The outcome of the patient or date of discharge was not reported by the site. The pump remained implanted and was not returned to the manufacturer for evaluation. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addressed guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors, including driveline exit site management, and patient comorbidities may increase the risk of infection. There is no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the IFU: adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and worsening heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states on (B)(6) 2012 that a (B)(6) male patient developed pain and drainage from his driveline exit site. The patient was instructed to increase the frequency of dressing changes. At the next clinic visit, the patient reported increased pain and yellow-red thick mucoid drainage from the site. The patient was hospitalized and a wound culture was performed which was positive for (B)(6). The patient was started on intravenous (IV) antibiotics for a six (6) week course. The patient was treated with hospital antibiotics over the next thirty (30) days. The outcome of the patient or date of discharge was not reported by the site. The pump remained implanted and was not returned to the manufacturer for evaluation.